Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a sensor scan error while wearing the adc device using freestyle libre 2 app. As a result, on (B)(6) 2022, the customer experienced sweating, dizziness, tremors and had a seizure and lost consciousness, and was provided glucose water by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor (B)(6) has been returned and investigated. Sensor plug is properly seated in the mount and no physical damage is observed on the sensor patch. Sensor was found to be in state 6 (indicating abnormal termination). No failure modes were observed with the sensor plug upon visual inspection. The sensor was further investigated and sensor was de-cased. No issues were observed upon visual inspection of the pcba (sensor¿s printed circuit board assembly).the battery was measured and was found to be within specification. Therefore, this issue is confirmed to brown out reset. All pertinent information available to abbott diabetes care has been submitted. Additional info : d4 - unique identifier (UDI) # (B)(4).

Event description:
A complaint was received regarding a sensor scan error while wearing the adc device using freestyle libre 2 app. As a result, on (B)(6) 2022, the customer experienced sweating, dizziness, tremors and had a seizure and lost consciousness, and was provided glucose water by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.